Event description:
A biomedical engineer reported "occlusions issues" during a cataract with intraocular lens implant procedure in four out of the five pts. The handpiece was exchanged to complete surgery with no harm to the pts. The operating room mgr suspects that the handpieces are not being flushed after the procedure. The operating room mgr reminded the staff that they need to flush the handpieces prior to sending them for sterilization.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample is not expected as the handpieces have been put back into circulation. (B)(4).